Event description:
The customer reported that air came into the manifold when negative pressure was applied. No harm or injury was reported.

Manufacturer narrative:
Device eval: one used suspect device was returned for eval. The customer did not specify if this was the initial use of the device. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found one similar complaint for this lot number. The eval is in process. A f/u report will be submitted when the eval is completed.